Manufacturer narrative:
Analysis of the pump revealed no anomalies. (B)(4).

Manufacturer narrative:
Section references the main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient who was receiving morphine [10mg/ml] at a rate of 2.259mg/day via intrathecal drug delivery pump. The indication for use of the pump was spinal pain. It was reported that the patient was in the hospital for increased pain levels and withdrawal symptoms. She stated that she had fallen and thought she may have damaged the pump and/or catheter. The pump logs were read on (B)(6) 2016 and did not show any stalls. In surgery, the physician inspected the catheter and confirmed steady flow of cerebrospinal fluid (csf). It was indicated that a reservoir discrepancy was identified during pump exploration. The pump reservoir contained 11cc of drug, and the expected level was 9.3cc. The physician thought that was a significant discrepancy and that there may be a pump malfunction. He replaced the pump with a 20cc pump. As of (B)(6) 2016, the reported issue had resolved, and there was no patient injury.